Manufacturer narrative:
Results code 2 updated. Results code 2 - code (B)(4): the device evaluation stated the following: no manufacturing deficiency was identified during evaluation. Conclusions code 1 updated. Conclusions code 1 - code (B)(4): the cause for the observed leakage could not be determined.

Manufacturer narrative:
(B)(4). The tuohy-borst valve appeared to be aligned with the spine and fully tightened. Engineering removed the spine covers and the spine was examined. No abnormalities were noted. The septum appeared to be intact with no obvious damage. The glue ports and guide-wire trough were inspected and appeared to be filled with glue. Green dyed water was pressurized though the septum into the manifold area to determine the location of the leakage. Water was observed flowing out of the manifold in an area where only the silicone gasket is present. Based on the findings from this evaluation, the physician¿s observation that blood leaked from the handle was confirmed. The likely cause for the observed leakage could not be determined with the available information but is consistent with an incomplete seal of the gasket.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The trunk-ipsilateral leg component was advanced to the intended location, and the proximal portion of the device was deployed with no reported issues. After the proximal portion of the device was deployed, blood was noted leaking from the gore® c3® delivery handle. Reportedly the amount of blood loss is unknown. No blood transfusion was performed. It was reported that the physician completed the procedure by hurriedly deploying all remaining devices. There were no further reported issues. The patient tolerated the procedure.